Manufacturer narrative:
(B)(4). D10 medical devices: femur trabecular metal cruciate retaining (cr) standard porous catalog#: 42502806202. Lot#: 65833723. Tibia cemented 5 degree stemmed right size d catalog#: 42532006702 lot#: 65941436. All-poly patella cemented 32 mm diameter catalog#: 42540200032 lot#: 65871684. G2 foreign source: australia. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for the reported part and lot combination. The root cause of the reported issue is attributed to patient non-compliance during rehabilitation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Patient did not perform their rehabilitation exercises. Subsequently, patient was revised approximately seven months post-implantation due to decreased range of motion. The tibial insert was removed and replaced.